Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
The pump was received with all operating currents within specification. The pump passed the functional testing including the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump also had a cracked case at the display window corners and belt clip slot, as well as minor scratches on the lcd window.

Event description:
It was reported that the customer was in the hospital, due to a car accident in which the customer was the driver and the customer was wearing the insulin pump. It was not determined whether the accident was diabetes related because the customer does not remember the accident. It was also reported that the fire department disposed of the insulin pump while cleaning debris from the accident. Advised insulin pump would be replaced. No additional information was provided.